Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced fullness and trouble breathing while performing automated pd therapy with a homechoice device. The patient stated they had been getting a ldv alarm ¿a lot in drain 2 and 3¿ and they felt fullness and was having trouble breathing. The patient was assisted to perform a drain and the patient drained over 2900 mls. After performing the drain, the patient¿s symptoms were relieved. The patient¿s nurse advised the patient to perform continuous ambulatory peritoneal dialysis (manual) that night. There was no report of medical intervention. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was evaluated. Internal and external inspection was performed and no issues were noted. A service history review revealed the device had not been serviced in over 12 months. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device¿s pneumatic system was tested and there were no leaks detected and all pressures were correct and stable. Low drain volume alarms were identified during the event history review. The logs also revealed that the home patient bypassed drains 2 and 3 after the low drain volume alarms, which could cause or contribute to the patient symptom of fullness. The direct cause of the reported event was false empty detect and use error, due to the inappropriate bypass of the low drain volume alarms, not including I-drain, which is addressed in the existing labeling warning the user. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.